Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The following events were reported in the j gastroenterol (2017) 52:1258-1265 article title: factors associated with delayed hemorrhage after endoscopic sphincterotomy: japanese large single-center experience. Summary: during the endoscopic sphincterotomy which were performed between january 2011 and december 2015, clevercut 3v and needlecut 3v were used. The total number of patients were 1113 (male-to-female ratio was 643:470) the median age was 74 (range 14 - 101) years. In this retrospective study, 30 delayed hemorrhage cases were described. All cases were stopped bleeding with conservative treatment. The malfunction of the subject device has not been reported. This report is regarding needlecut 3v.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc has not found any abnormality of the subject device in the pre-shipment inspection. Therefore, the exact cause of the reported event could not be conclusively determined. It is presumed that the bleeding occurred due to complication with performing the procedure. The instruction manual of the device has already warned as follows; aspirate fluids, such as mucus and contrast medium that adhere to the cutting knife, tube and body cavity tissues. If output is activated with these fluids attached, it could cause patient injury such as perforation, bleeding, mucous membrane damage, or thermal injury. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. When applying the current, do not use an excessive amount of conduction. Doing so could cause patient injury, such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.